Manufacturer narrative:
(B)(4).

Event description:
An increase in capture threshold was noted in rv lead. The lead was explanted and replaced. The patient is in stable condition following the procedure.

Manufacturer narrative:
A complete lead was returned for analysis in one piece with the helix partially extended. The lead passed electrical tests, exhibiting normal characteristics. Analysis of the lead found no anomalies with the exception of damage consistent with that occurring at the time of explant. The field report of threshold unacceptable was not confirmed.